Event description:
It was initially reported to boston scientific corporation that an excelon transbronchial aspiration needle was used in procedure. Patient's age, weight and gender were not provided. Date of the event is unknown. Per the complainant, the needle would not come out of the distal tip. The needle bumped against the plastic sheath. The procedure was completed with another excelon transbronchial aspiration needle. There has been no report of complications or injury to the patient. This event has been deemed a reportable event based on the investigation results; pierced sheath.

Manufacturer narrative:
A visual inspection revealed the needle was stuck to the proximal end of the needle protective hub and tore through the sheath. The sheath/catheter was longer than the distal end of the needle protective hub. The most probable root cause is design issue. A device history record review was performed; no anomalies were identified related to this complaint. A lot history review was performed; no additional complaints were identified for this lot. (B) (4).